Manufacturer narrative:
Date rec¿d by MFR : 19may2019. The customer complaint of ¿touchscreen cracked¿ was confirmed. Failure was due to damage to touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the unit's touchscreen was cracked. There was no patient involvement. Event date not specified; estimate used.